Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with heating incidents caused by insufficient distance between coil cable and patient skin. This is supported by the size and shape of the affected skin area. A contributing factor was the number of scans administered in high sar mode.

Event description:
Philips received a report that a patient was injured on both calves after undergoing a right ankle examination with the flex m coil. On the right calf of the patient a third degree burn was observed. On the left it was stated the injury was less severe.